Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check therapy pad¿ messages) was confirmed due to the electrode belt ECG "c&d¿ cables having defective wiring, causing the ecgs to be non-functional. The root cause for the defective cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.